Event description:
Related manufacturer reference number: (B)(4). It was reported that the right ventricular lead exhibited noise oversensing. During lead explant procedure it was found that patient's atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement was not confirmed. As received, a complete lead was returned in two pieces. X-ray examination found the inner coil was over torqued inside the connector region and the helix was found compressed and damaged which is consistent with procedural damage. Unable to test the helix mechanism/ extension length due to the damaged helix as received. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.